Event description:
During a genio system activation, the nyxoah field clinical engineer discovered information from one of the patient's reports that the patient had experienced a post op hematoma near the implantable stimulator site resulting in an additional surgical procedure. According to the physician, the hematoma was located anterior to the mylohyoid muscle, which prevented blood from reaching the implanted site. The date of the surgery remains unknown.it is important to note the implantable device in this complaint file is not distributed in the united states.

Manufacturer narrative:
Update to sections b5 and g3.

Event description:
During a genio system activation, the nyxoah field clinical engineer discovered information from one of the patient's reports that the patient had experienced a post op hematoma near the implantable stimulator site resulting in an additional surgical procedure. According to the physician, the hematoma was located anterior to the mylohyoid muscle, which prevented blood from reaching the implanted site. The date of the surgery remains unknown. It is important to note the implantable device in this complaint file is not distributed in the united states. It is important to note this device is not distributed in the us.